Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). An internal and external visual inspection was performed with no issues noted. Temperature was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. The cause was determined to be an improperly installed copper mesh. The copper mesh was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined that the homechoice failed accuracy confirmation testing. There was no patient involvement. No additional information is available.